Event description:
It was reported that pump screen was damaged and not responding, and customer declined further troubleshooting with technical support. There was no reported impact to the customer¿s blood glucose level. Customer contacted tandem to initiate new pump order, and no additional information was received regarding further actions or outcome of the event.